Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an ¿error 2¿ message. The complaint was classified based on customer service representative (csr) documentation. The patient informed the csr that she obtained the ¿error 2¿ message on the subject meter on (B)(6) 2018. The patient stated that she manages her diabetes with self-adjusted insulin doses (novolog; 8 units in the morning and 8 units in the evening). The patient was unwilling to confirm whether she made any changes to her usual diabetes management routine in response to the alleged product issue. She stated that after the alleged product issue began, she experienced ¿sweating, dizziness and nausea¿ but denied receiving any treatment for her symptoms above or beyond her usual routine of diabetes management and care. At the time of troubleshooting, the csr noted that the product was not being used for the first time. Based on the information provided, there had been no misuse of the product. The csr confirmed that the error 2 message occurred when the patient pressed the power button. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device.